Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. The drive support disk was inspected and no anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user alleged the insulin pump was under-delivering insulin. Customer stated that the insulin pump was not working and not giving insulin. The drive support cap was flushed. The customer experienced high blood glucose of 309 mg/dl. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. No harm requiring medical intervention was reported the insulin pump will be returned for analysis.